Manufacturer narrative:
Block h6: imdrf device code (a0501) captures the reportable event of (detachment of device or device component). Block h6: imdrf impact code (f2301) captures the event of (additional device required). Device evaluation: the device was discarded; therefore, a technical analysis could not be performed. A review was completed of the device history records (DHR) for the device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the loop detachment of device or device component was due to the physicians technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. Additionally, the as reported impact code of "additional device required" will be classified as "adverse event related to procedure" since the adverse event occurred due to the issues encountered during procedure. Boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, when the physician found a polyp, the snare loop detached completely of the working length. As a result, rat tooth forceps was required to retrieve the piece from the patient. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.